Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) one day post implant. There was evidence of asystole lasting 1.5 to 2 seconds in duration. Surgical intervention was performed to revise the lead. No additional adverse patient effects were reported. The lead remains in service.